Event description:
The device was used during an unspecified procedure. Reportedly, the product produced shavings into the pt's abdomen. The surgeon was able to remove the pieces and complete the procedure. The hosp has reported no pt injury occurred.